Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed long charge time on the implantable cardioverter defibrillator that appeared to have been caused as result of multiple high voltage therapies until charge time was reached. The therapies were appropriate. On (B)(6) 2018, the patient was brought into the clinic and a capacitor maintenance was performed and the device was found to have normal charge time. Patient will continue to be monitored at regular intervals. No additional information was reported.